Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, several days post-operative of laparoscopic sleeve gastrectomy, the patient developed a gastric leak on the top corner, pinhole, only extraluminal air which was treated endoscopically with a clip.